Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had episodes of vf. The device detected the vf and delivered hv therapy appropriately. The device detected a return to sinus but the patient went back into a vf episode. The patient presented to the ER, where chest compression and external defibrillation were performed. Some intermittent ventricular undersensing was noted on the egm¿s. The patient was put on a ventilator with a dnr and later passed away. There is no allegation from the physician that suggests the death was related to the device.